Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The reported failure (physical damage) was able to be confirmed during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the user stated that patient side manipulator 1 (psm1) cannot move in. The user confirmed that psm arm led indicators are blue. They have tried multiple cannulas and moved the monopolar curved scissor instrument to another psm arm; however, the arm keeps giving resistance. The surgeon made the decision to disable the affected psm arm and continue the procedure with 3 arms with no injury reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting resistance on psm1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue on psm1 during field evaluation. The fse replaced the affected psm arm to resolve the reported problem. The system was tested and verified as ready for use. The psm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.